Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a lack of therapy. The caller reported that the patient has trouble in the evenings when going to bed. The patient is not able to make it to the bathroom and that "as soon as we disconnect the antenna she loses the feeling." The caller then reported that the patient has "had trouble off and on since it was put in." The patient occasionally falls, but nothing serious according to the caller and reported that the patient had fallen most recently two days prior to the call. The most recent fall occurred after the change in therapy, but it was unknown when the falls started and if past falls were related to the change in therapy. The issues the patient was having were noted to have been since implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.